Manufacturer narrative:
On 1/3/2017: the customer contacted tandem technical services (cts) to report that the fill estimate issue has been resolved and blood glucose levels have not been impacted since last contact with cts. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a fill estimate of 95 units after filling the cartridge with 200 units. Reportedly, the customer stated that there might have been an issue with "it going in or not being enough" but the customer was unable to provide further information. The customer stated had attempted to fill with an additional 150 units yet was "spilling" from the top of the cartridge. Tandem technical services could not confirm the reason for the additional insulin into the cartridge. The customer's blood glucose (bg) level was 300s mg/dl and the customer delivered a bolus with the pump to address bg level. The customer had stated was under stress unrelated to the pump. The customer declined further troubleshooting and stated was in contact with their healthcare provider.